Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through a lantern delivery microcatheter (lantern) and into the target vessel, the physician encountered resistance and noticed the coil pusher assembly was bent. Therefore, the physician decided to remove it; however, while retracting the ruby coil through the lantern, the physician experienced resistance again and the ruby coil unintentionally detached within the lantern. Therefore, the lantern was removed with the detached coil inside and the procedure was completed using a new lantern and two pod packing coils. It was reported that the patient had a tortuous anatomy and the physician did not maintain continuous flush or use a rotating hemostasis valve (rhv). There was no report of an adverse effect to the patient.